Manufacturer narrative:
(B)(4). Product was used. No sample was available. The complaint was forwarded to the manufacturing facility for investigation. Reviews of the batch record by the manufacturing facility indicated that all release/testing specifications were met. The review showed no non-conformities, failures, rework or deviations that are related to the reported complaint issue. There were no non-conformities from any other batches documented within this batch record related to the reported complaint issue. No changes to specifications, test methods, process, equipment, or raw material were made that could be associated with the reported problem. A labeling review found that the instructions for use clearly provides information to check the expiration date prior to use and to not use product past the expiration date. Additionally, the expiration date is on each carton pack and the product label/sticker also provides information to the user. There is no report of any negative clinical consequences for the patient. User originally reported that they used the product after expiration. This is the first reported complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.

Event description:
One 2.5ml abx was used for a l5 s1 fusion surgery with dr. (B)(6) at (B)(6) on (B)(6) 2011 and the product was implanted. It was later found that the product expired on (B)(6) 2011. No reported impact to patient with initials s.p.

Manufacturer narrative:
(B)(4). Baxter medical assessment: although there was no apparent immediate harm to the patient reported, the product used was clearly past its labeled expiration date. Risks of using product past the labeled expiration date include loss of sterility or loss of product function. As no infection was reported post operatively, this risk can be safely ruled out. The function of actifuse abx is to, over time, be remodeled into normal bone. As this process takes several months, it is unknown whether the formation of new bone will be impacted as there are numerous clinical situations and conditions which impact this process. Use of the product past its clearly labeled expiration date is out of the control of the manufacturer. This is the first complaint of this nature for the reported lot.